Event description:
It was reported that the pt experienced hypertonia; the pt underwent surgical revision of the proximal catheter which was cracked. The pt had no injury and is "doing well"

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.